Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Sample was returned for evaluation: DHR - lot 5136193 conformed to the specifications when released to stock. Failure analysis - 2 x "bactiseal evd catheter set" were returned for investigation. -the products were opened and investigated under microscope at appropriate magnification when necessary. -it was noted that the paper lids were curled (ondulations). It was also noted that one of the catheters did an orange coloration on the paper lid and this catheter had glue traces on it. -the 2 red caps were found with some glue traces. Root cause: the issues reported by the customer (¿paper of the blister is orange; excessive quantity of glue¿) were found, but no component was found glued against the paper of the blister. Nevertheless, some glue traces were found on catheters and on red caps. -the root cause for ¿catheter antibiotics stain packaging material¿ was due to ¿blister material selection / catheter and packaging interaction¿. -the root cause for ¿components are glued against the paper of the blister¿ can be due to ¿improper packaging materials, inadequate seal strengths or packaging configuration, not compatible with sterilization technique¿. Nevertheless, since the customer decided not to use the products with ¿excessive quantity of glue¿ there was not patient¿s impact and complaint will be closed as ¿user dissatisfaction¿. -as specified in the IFU, at the section ¿precautions¿: ¿inspect the sterile package carefully. Do not use if: the package or seal appears damaged; contents appear damaged¿.

Event description:
N/a

Manufacturer narrative:
Investigation update: failure analysis: the products were opened and investigated under microscope at appropriate magnification when necessary. It was noted that the paper lids were curled (undulations). It was also noted that one of the catheters did an orange coloration on the paper lid and this catheter had glue traces on it. The 2 red caps were found with some glue traces. The complaint was confirmed. The issue is linked to the design of the lid that is glued on its totality. A non-conformance had been initiated. The nc asked for further testing to verify antibiotics efficiency. The results of zoi tests confirmed that there was no impact on antibiotics efficiency nor on patient safety. The issue is cosmetic only. Root causes: the issues reported by the customer (¿paper of the blister is orange; excessive quantity of glue¿) were found, but no component was found glued against the paper of the blister. Nevertheless, some glue traces were found on catheters and on red caps. The root cause for ¿internal part of the paper of the blister is orange¿ was due to ¿catheter comes into contact with adhesive material on the packaging¿. The root cause for ¿other part which are in the blister are glued against the paper of the blister¿ was due to ¿components stick to the lid¿. The root cause for ¿excessive quantity of glue¿ was due to ¿lid wrinkles or creases during manufacturing process post-sealing operations¿. As specified in the IFU, at the section ¿precautions¿: ¿inspect the sterile package carefully. Do not use if: the package or seal appears damaged; contents appear damaged¿.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the paper on the internal part of the blister and the blister are glued due to excessive quantity of glue. No consequences for the patient; however, the event led to approximately 30 minutes of surgical delay.